Event description:
This trellis procedure was performed in (B)(6). The procedure was thrombectomy of the left sfa, popliteal, and late stent thrombosis of a stent that had been placed 1 month prior. The trellis was used to treat the first treatment segment of the left distal sfa and popliteal with no problems . After this treatment, the balloons were deflated and moved proximal to the next treatment segment. At this time, the distal balloon inflated with no issues, but the proximal one no longer inflated. After examination out of the body it seems the balloon was leaking, but nothing present to indicate how this leak formed. No surgical/medical intervention required.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)